Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had purge test problem.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had purge test problem. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse noticed error 37. Error log. 0x6 fill fail - flush fill timeout, the fse noticed that the drive had a leak. The fse changed the drive manifold. The fse then did preventive maintenance. All functional and safety checks have been performed to meet factory specifications. The device been returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(email) g3,g6,h2,h10,h11. Corrected data: e1(name).

Event description:
N/a.